Event description:
It was reported that oversensing due to noise was observed. The noise could not be reproduced in-clinic. Programming changes were made. No patient symptoms were reported. The lead remains implanted.

Event description:
New information received states the patient received a patient notifier due to oversensing noise. High, out of range, high voltage lead impedance was observed. Noise was not reproducible. The patient condition is stable.

Event description:
New information received indicated that the lead was capped and replaced. Lead fracture was noted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.